Event description:
A home health nurse called on behalf of the customer. He stated that the customer had been receiving low blood glucose readings. While troubleshooting, he performed control tests and received a result of 31 mg/dl. The normal control range was 103-147 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.